Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0a16h, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had her device set at a pretty low level and she usually didn¿t feel anything. After a yoga class four days prior to the report, the patient felt a really uncomfortable sensation. She turned stimulation off for three days, and while stimulation was off, she had an accident. The patient turned stimulation back on the day of the report and was still feeling a little sensation. Her healthcare provider couldn¿t see her until the end of the month. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.